Manufacturer narrative:
Additional device information: catalog# 720185-01, serial # (B)(4), expiration date 08/16/2014. Device manufacture date: 09/2012.

Event description:
It was reported the patient had his inflatable penile prosthesis replaced as the device stopped working due to a leak in the system and a cylinder aneurysm. During the replacement surgery, the patient had "poor vital o2 saturation" that dropped. The procedure was stopped until the patient was stable and then completed. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Common device name from penile prosthesis to device, impotence, mechanical/hydraulic. (B)(4). PMA/510(k) from k821628 to n970012.

Manufacturer narrative:
Additional information received which clarifies the event. (B)(4).

Event description:
It was further reported that a "leak in the system" did not occur with the inflatable penile prosthesis and that the "poor vital o2 saturation" was a result of the surgical procedure.